Event description:
It was reported via repair work order that the zoom drive would disengage during use. Stryker service technician was unable to duplicate the issue, but did replace the load cell for the customer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description-conclusion code 17-stryker service technician was unable to duplicate the issue, but did replace the load cell for the customer.